Event description:
It was reported that the right atrial (ra) lead dislodged shortly after implant. The lead was repositioned but shortly thereafter dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076 implantable pacing lead, (B)(6) 2014. (B)(4).